Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross requiring an additional device; medical intervention. Device issue: failure to cross. It was reported that the patient had remote mi 21 days prior to the procedure. The patient had three svg (rca 100% stenosis, 1st marginal 100% stenosis, mid cx 90% stenosis) and a lima graft to the mid lad, which was patent. A stent from another company was deployed in the svg mid cx and a perforation occurred. Another stent from the same company was deployed, but did not seal the perforation. A pericardiocentesis was attempted, but was unsuccessful in helping the patient. The 5.0 x 16 mm graftmaster was advanced, but failed to cross. A 4.5 x 16 mm graftmaster was advanced and deployed, successfully sealing the perforation. The patient was transferred to pcu in stable condition. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - it is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. According to the procedure notes, a 6f guide catheter was in place during the attempted placement. Since the graftmaster is labeled with a minimum guide catheter size of 7f, this is off-label use. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation, and a conclusive root cause can be determined.